Manufacturer narrative:
See also (B)(4) reported for same issue, different size (pediatric). Replacing with product that has the new patient valve. Reportable as they would not be able to properly ventilate patient. Delay in care. Summary: returned product was tested and found to be in conformance. Customer was notified of performance and a video of the testing was shared. Ra: no risk associated with conforming product.

Event description:
Bags not holding pressure.

Manufacturer narrative:
See also complaint (B)(4) reported for same issue, different size (pediatric). Replacing with product that has the new patient valve. Reportable as they would not be able to properly ventilate patient. Delay in care.

Event description:
Bags not holding pressure.